Event description:
Per the clinic, the patient experienced an extrusion of the electrode lead into the external auditory canal due to atelectasis of the tympanic membrane that touched the implant, and as a consequence the patient also developped an infection at the implant site. A granuloma was generated in the duct and could not be stopped. Subsequently, the patient was treated with oral, topical and IV antibiotics (specific date and duration not reported). Due to the fact that the patient did not use the processor and the patient's psychological and psychiatric condition, it was decided to explant the cochlear implant. The device was explanted on (B)(6) 2024 and there are no plans to reimplant the patient with a new device as of the date of this report.